Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. After evaluation of the instrument and instrument data, the cse replaced sample probe 1 drain. A siemens headquarter support center (hsc) specialist reviewed the instrument data, which did not indicate issues with reagent quality and delivery. Aliquot and sample pressure profiles were within specification for the two samples. The cause of the discordant, falsely low vancomycin results was related to the sample probe 1 drain. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Discordant, falsely low vancomycin results were obtained on one patient sample on a dimension vista 500 instrument. The initial discordant result was reported to the physician(s), who questioned it as it did not match the patient's previous results. The sample was repeated twice on the same instrument, resulting higher. A new sample obtained from the patient was tested on the same instrument, resulting falsely low. The sample was repeated twice on the same instrument, matching the results obtained upon repeat on the original sample. The customer then repeated the sample in five replicates on the same instrument, all of which resulted as expected and matched the other repeat results. The corrected result was reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely low vancomycin results.